Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during an elective device replacement procedure due to increased capture threshold. Another rv lead was successfully placed. No additional adverse patient effects were reported.